Manufacturer narrative:
The data was requested for investigation but not provided. The issue was solved without specific actions. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas 8000 cobas c 701 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable urea/bun (ureal) results from urine patient samples tested on the cobas 8000 cobas c 701 module. The reporter provided the following examples of discrepant results: sample 1 the initial result was 4.31 g/l. The repeat result was 8.67 g/l. Sample 2 the initial result was 0.32 g/l. The repeat result was 7.74 g/l. Sample 3 the initial result was 6.54 g/l. The repeat result was 0.49 g/l. The reporter assumes the "worst-case results" were incorrect.